Event description:
As reported previously, the patient underwent right mastectomy with immediate reconstruction on (B)(6) 2012. The patient presented an infection post-operatively. The strattice device was removed on (B)(6) 2012. The physician observed that the device did not incorporate and tore during the explant procedure. The lot number associated with the event has been confirmed on (B)(4) 2012.

Event description:
It was reported to lifecell that the patient had presented a right mastectomy with immediate reconstruction on (B)(6) 2012. The patient presented an infection post-operatively. The strattice device was removed on (B)(6) 2012. The physician observed that the device had not incorporated and tore during the explant procedure. To date, the lot number associated with the event has not been provided following multiple attempts to retrieve it, as well as details surrounding the event. Seven (7) potential lot numbers were identified based on distribution.

Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot: results: review of the device history records revealed no deviations associated with the production of lot s11046. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no deviations or nonconformities related to the event. There was no report of breach of packaging, or temperature excursion. To date, 2 other complaints have been reported to lifecell against lot s11046 (lc 414457 - packaging; lc 439632 - graft disintegration and inflammation). (B)(4). Conclusion: the patient had a serious injury (infection) requiring surgical intervention. The relationship to the device is unknown, and lifecell is reporting due to lack of information. Given the time post implant, it is unlikely that the device caused or contributed to the infection. The primary tear event is an occult finding.

Manufacturer narrative:
After follow up requests were forwarded to EU to identify the complaint related lot/serial number(s), 7 potential lot numbers were provided: s10915, s10955, s10967, s10988, s11032, s11039,and s11046. All 7 lots were irradiated within process parameters. Dose audit reports were acceptable for all 7 lots. From these 7 lots, there have been 8 other reported complaints involving just 5 different lots as follows: to date, 2 other complaints were reported to lifecell against lot s10915 (lc 308850 - infection, switzerland, MDR & vigilance report: internal investigation concluded that the complaint related device met qc release criteria. Serious injury occurred in which the device cannot be ruled out as a contributing factor.; lc 324602 - nonincorporation). To date, 1 other complaint was reported to lifecell against lot s10967 (lc 319438 - joint pain). To date, 2 other complaints were reported to lifecell against lot s10988 (lc 363596 - inflammation; lc 386364 - bilateral capsular contractor). To date, 1 other complaint was reported to lifecell against lot s11039 (lc 385442 infection; us, MDR: lot s11039 passed all qc release criteria, no nonconformities could be confirmed, and there were no other complaints reported to lifecell against this lot). To date, 2 other complaints were reported to lifecell against lot s11046 (lc 414457 - open package; lc 439632 - graft disintegration with inflammation, us, MDR). Conclusion: the patient had a serious injury (infection) requiring surgical intervention. The relationship to the device is unknown, and lifecell is reporting due to lack of information. Given the time post implant, it is unlikely that the device caused or contributed to the infection. The primary tear event is an occult finding. Device not returned for evaluation.